Manufacturer narrative:
The device was returned for evaluation. The reported difficulty to close the foot was not confirmed as the lever was returned in a closed position and the foot completely retracted into the guide. The foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. The patient effects of vascular injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure using a prostyle device. Reportedly, when attempting to place a prostyle suture, there was difficulty removing the device due to the foot not retracting properly. Eventually, the device was simply pulled out and the suture was successfully pre-placed. To complete the pre-close technique, an additional prostyle suture was pre-placed. The sheath was upsized to an 8f and then a 10f sheath to account for oozing as a larger arteriotomy was created presumably during the removal of the stuck device. Finally, the evar procedure was completed via a 14f sheath. Hemostasis was achieved with the two prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.